Event description:
New information received notes the noise was being oversensed on the right ventricular (rv) lead, programming changes to de-activate the patient's device were made, the patient went to hospice or palliative care, admitted for chronic congestive heart failure.

Event description:
It was reported that noise was observed on the right ventricular (rv) riata lead.